Manufacturer narrative:
(B)(4)

Event description:
Information was received from a consumer regarding a system being used to deliver morphine at unknown dose and concentration for unknown indications for use. On 2016-(B)(6) just before midnight, the patient had been "dozing" and woke up after hearing a faint siren-type alarm. The patient thought it was a faraway clock. The patient got up and thought they were hearing things. The patient was pretty tired. Needing corroboration, the patient asked their husband if he heard it, which he did. The patient's child had not heard the alarm. The patient went back to getting ready for bed when it was heard again, but the source of the alarm could not be found. Later it was determined the sound was coming from the pump. A "panic" ensued. The patient's doctor was called, which enabled the patient to calm down. It was planned to see a doctor and manufacturer representative on wednesday. The patient arrived at the doctor's office the next morning and "they jump-started the device." The patient was sent home with reassurances of "minimal chance at best that it would happen again." The patient "floated home on a cloud of semi-confidence" and mini-withdrawal. The day went on as well as could be expected since I'd been without morphine for ten hours overnight. At 9:45 p.m. The alarm began again. This time, the patient was able to call the ap propriate people. The manufacturer representative explained that the pump would likely need to be shut off the next day, which meant surgery as soon as possible to replace it. A plan was made to meet back in the office the next morning. At the office, the healthcare provider asked if the patient really wanted to have the pump shut off, but the patient didn't know and "didn't trust the whole situation at all." The patient had been without medication for another 12 hours and their body really felt it. If the patient waited, there was a potential risk of another fail with limited access to doctors over the weekend. As the patient and healthcare provider debated, the alarm sounded again. "The pump apparently decided to make the decision for both of us." After a mission impossible-type code" was entered into the "little computer that reads the pumps,," and it was verified by the manufacturer representative and healthcare provider, they shut it off. The patient was told it was final, which was why they had to be absolutely sure. It "seemed so surreal," as there were five years of life-saving relief that were "gone at the touch of a button." The patient was given a prescri ption for an increased dose of a medication they were already taking. The patient left the office, and it was noted, "to be continued." The identities of the initial reporter, patient and follow-up contact were not known. The product information (serial/lot/model number) was not known. It was not known if additional actions/interventions were taken and the patient outcome is unknown. The root cause of the alarm is not known. A supplemental report will be submitted if additional information becomes available.